Event description:
Radiologist was performing a deep bone bx on pt. As part of the procedure, a ackerman needle was introduced in to the rt fibula. After securing the needle in site, the stylet was attempted to withdraw when the metal disc on the needle came loose leaving the needle embedded in the bone, which was attempted to remove but failed but radiologist got in touch with ortho surgeon who came and used the ortho gear to remove the needle. The faulty device has been handed over to the CT mgr. Dates of use: (B)(6) 2011.